Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 330 mg/dl. Customer was able to charge the pump battery to 100% and resumed insulin therapy.